Manufacturer narrative:
Concomitant product(s): a 5054-58 lead implanted on (B)(6) 2000; 5071-53 lead, implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.